Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called for the following concern: loss of communication between sensor and pump. P-cap locked in place properly during testing. Unit passed displacement test and self test. Unit was downloaded successfully using (thus software). Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly. Unit received with cracked case (battery tube), cracked battery tube threads, cracked retainer and scratched case. In conclusion, customer allegations for sensor anomalies were not confirm during testing. Unit and sensor communicated properly during testing.

Event description:
Information received by medtronic indicated that the insulin pump lost the communication with transmitter. The customer stated that loss of communication between insulin pump and transmitter also could not find sensor signal. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.